Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, error c-34 occurred on the integrated electrosurgical unit (iesu). The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer replaced the monopolar energy cable, power cycled iesu, and reseated the monopolar instrument onto another universal surgical manipulator (usm), but the issue was not resolved. The isi tse had the customer use an external generator, which resolved the issue. The site was completing the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The error occurred during the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error c-34 upon reviewing the error logs and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio dv integrated electrical surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed errors c-34 and c-00 when the iesu was tested on an in-house system in normal mode.

Event description:
Refer to h10/h11 for follow-up information.